Event description:
It was reported that the right ventricular lead of an asymptomatic patient exhibited noise causing pacing inhibition. The noise could not be reproduced with isometrics or pocket manipulations; all other electrical values were normal. No programming changes were made and the patient would continue to be monitored.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2015. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.